Manufacturer narrative:
Hamilton medical ag`s conclusion: the blower module was identified as the defective component. The replacement of the blower solved the issue.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "technical event (te (B)(4): blower controller speed low) during ventilation and later self test failed at startup." Health impact: additional device was required. No further health impact or consequences were reported.